Event description:
The nurse reported that a bedside monitor (bsm) was missing from the central nurse's station (cns) tile. There was nothing on the tile where the bsm was supposed to be. Tech support (ts) walked them through the process of identifying the correct bsm and monitoring it on the monitored beds setting screen. No patient harm was reported.

Manufacturer narrative:
The nurse reported that a bedside monitor (bsm) was missing from the central nurse's station (cns) tile. There was nothing on the tile where the bsm was supposed to be. Tech support (ts) walked them through the process of identifying the correct bsm and monitoring it on the monitored beds setting screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that a bedside monitor (bsm) was missing from the central nurse's station (cns) tile. Nothing was displayed on that bedside's tile at the cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that a bedside monitor (bsm) was missing from the central nurse's station (cns) tile. Nothing was displayed on that bedside's tile at the cns. Technical support (ts) walked them through the process of identifying the correct bsm and monitoring it on the monitored beds setting screen. No patient harm was reported. Investigation summary: multiple follow-up requests were sent to the customer, but they were unresponsive. A definitive root cause could not be determined since we could not confirm the issue through evaluation of the device or network logs. Based on similar events from this facility, possible causes may include a software deficiency for the cns to retain data in case of an unstable bsm network connection during the wlan transport process. Review of the complaint device's serial number shows a recurrence under notification (B)(6) which was investigated by nkc. The device had disappeared from this cns (serial (B)(6), as well as another cns (serial (B)(6), reported under notification (B)(6). Review of the logs in that investigation confirmed a failed wlan transport, which was presumed to be caused by network connection loss due to an unstable network environment. Nk service team and nk cits are working with the customer to assess their local network environment. Cns software version 02-24, which is estimated for release june 2024, includes improvements for the cns to retain the bsm information in case network connection is lost during wlan transport. As such, nk plans to address this issue through software improvements. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitor (bsm): model #: ni serial (B)(6) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.